Manufacturer narrative:
.

Event description:
The handheld serial adapter cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Product analysis was approved on (B)(6) 2015. The analysis was performed on the returned serial cable did not confirm the reported allegation. Visual inspection identified no anomalies. The returned serial cable was connected to a known good wand and hhd. No loose fitting connections were identified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
It was reported that in order to interrogate a generator, the handheld serial cable had to be grasped close to where it plugged into the handheld. It was reported that the connection between the cable and handheld looks good. A replacement cable was provided. The handheld serial cable has not been received by the manufacturer to date.